Manufacturer narrative:
(B)(6). Device manufacture date: may 2, 2016 ¿ may 3, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution was leaking from the fill port of two (2) large volume infusors during filling of the solution. The devices were being filled with 0.9% normal saline and fluorouracil to 260 ml. There was no patient involvement. No additional information is available.